Event description:
The reporter is a surgeon who called to report that she was performing a myomectomy (surgical removal of fibroid from the uterus) with a da vinci robot. The procedure was converted to open laparotomy because the fibroid was too big. After the surgery x-ray was taken which shows a 1 cm metalic piece of the tip of the robot, detached and in the omentum, she tried looking for the tip before closing the pt but could not find it.